Manufacturer narrative:
Alert date the correct date of awareness and reporting the complaint is march 21, 2017." Alert date changed from 17-march-17. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device not approved for use in the USA. Each of the parts returned showed some signs of use, typically in the form of surface markings. All of these markings were superficial and would not affect the functionality of these products. No damage was found that may affect the functionality of the screws. No potential source of failure could be determined based on the samples or image. The returned image does show that one screw has backed out, but none of the screws feature any defects that could potentially be used to identify it. No information was provided that would definitively identify the screw that had backed out and/or a potential reason as to why. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Approx 2 months post op, after 1 level stabilization with viper sc l4-5, the patient was feeling a little bubble on her back, without any pain, x-ray showed pull out of the l4 screw.